Manufacturer narrative:
The implicated product is a port with a pre-attached open-ended 6.6 fr. Catheter in a peel-apart percutaneous introducer tray. The product received for evaluation is a low-profile port and a loose segment of open-ended 6.6 fr. Tubing. The port has an indeterminant number of needle puncture sites in the septum and a pre-attached cath-lock and strain-relief connected to the port stem. The port assembly measures 1.5 inches long. Viewing the port from above with the stem facing the examiner, blue monofilament sutures are knotted at the 9 and 3 o'clock positions. The loose tubing segment measures 9.3 inches long. The proximal end is detailed by a portion of the strain relief fillet, presenting as a ring of clear silicone encircling the tubing's outer diameter. The proximal end is cut at approx. A 90 degree angle. The distal end appears to be severed at approx. A 45 degree angle. A lot history review reveals no related mfg issues and no other complaints for this lot. Tactual examination of the loose tubing is remarkable for a tensile elongation beginning 3.3 inches distal to the proximal end that is highlighted by a longitudinal slit that extends .3 inches distally. Two annular rings are palpable. One at 4.9 inches and one at 5.9 inches distal to the proximal end. Patency is established by flushing water with a 12cc syringe. Water flows from the slit and aspiration draws only air into the syringe through the slit. Microscopic (15x) observation of the slit reveals it to be a wavy line with clean edges and flat, dull walls. This is characteristic of burst trauma. Microscopic views of the annular rings are non-specific and provide no clue as to their origin. They may result from a number of causes including mechanical manipulations with atraumatic clamps or the application of anchoring sutures. Under 32x magnification, the proximal end of the loose tubing has a even edge with a thin slice of clear silicone fillet material encompassing most of the tubing's circumference. The proximal end's face is flat, glossy and striated indicating it had been cut with a scissors. The tubing protruding off the cath-lock has a tear-drop shape with well-defined edges and swirled striations resulting from a scissors cut. Mating the loose tubing's proximal end with the severed end of the cath-lock/strain relief demonstrates a close match. The distal tip of the tubing is severed at an approx. 45 degree angle and has a even edge with a flat striated face suggesting it had been cut with a sharp instrument. The angled cut indicates the distal tip. This may have been done by the user during placement in accordance with the product instructions for use. The complaint of subcutaneous catheter leakage is confirmed. It should be recorded as user-related. The damage found on the complaint sample is a result of a burst secondary to over-pressurization. Over-pressurization can result from a number of causes including a restricted lumen, using syringes smaller than 10cc or forceful